Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump displayed an error message during priming. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error message during priming. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). However the device was requested and returned to munich for detailed investigation. The reported issue could neither be confirmed nor be reproduced. No functional deviations have been found on this pump during testing. Only during the hardware analysis a problem with the touch screen was identified (has no influence on the reported issue) and the base cover for the fan was polluted. A long run test (24h) with different speeds and different configurations has been performed, but no deviations were detected during this time. Due to the age of the pump it was recommended to replace the complete front panel. After repair of the pump, a technical safety inspection was performed successfully and the pump was returned to the customer. A review of the DHR did not identify any deviations or nonconformities relevant to the issue. Livanova (B)(4) will continue to monitor the market for trends related to this type of issue.